Event description:
Information received from a patient who sent an e-mail message stating they had 2 "eye infections" while wearing acuvue contact lenses. The first reported infection was in the right eye (documented in MDR submission 1033553-2003-0014) occurred, and was treated, prior to the reported "eye infection" in the patient's left eye. The patient's e-mail message states that the patient discontinued lens wear for one week while receiving treatment for the "eye infection" in the right eye. The e-mail message states that one day following resumption of lens wear they developed an "eye infection" in their left eye. Their message indicated they were being treated at the time they sent their e-mail message. No additional information has been received and multiple attempts to contact this patient were unsuccessful.